Event description:
Customer states that during podiatry use, saw dripped an oily substance into the patient, which caused more tissue to be excised than originally planned.

Manufacturer narrative:
Device was not returned for evaluation.